Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the device will be reported under manufacturing site: (B)(4).

Manufacturer narrative:
(B)(4) report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient was revised due to a plate fracture.